Event description:
It was reported the patient experienced a second of 2 episodes 3 weeks prior to (B)(6) 2014. It was reported the patient experienced a sudden, very strong chest stimulation that changed his heart rate and made him very anxious. The first episode reportedly occurred 6 months prior to (B)(6) 2014. It was noted the patient¿s settings weren¿t any higher than usual. It was noted the patient turned off stimulation, waited a few minutes, and then turned it back on and everything was normal. The patient reportedly had not seen a manufacturer representative (rep) in a couple of years and he had old software that updated when the rep read the device. The physician was reportedly aware of the situation. Additional information received reported impedances were checked on (B)(6) 2014 and were normal. No malfunctions were reportedly seen and the cause of the issue was not determined. No interventions were reportedly taken or planned by the rep. The patient was reportedly ¿doing fine.¿

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).